Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08710 inches. All buttons functioning properly. No damage in the keypad assembly and the keypad connector on electrical board was locked properly during visual inspection. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported that the customer did scan about 2 months prior to call and troubleshooting for over delivery was provided not for under delivery.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they went to emergency medical services due to low blood glucose on (B)(6) 2019 with blood glucose of 32 mg/dl also there was no response from any buttons. The customer mentioned other blood glucose was over 300 mg/dl, 77 mg/dl, 69 mg/dl. Customer not used auto mode. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. The customer was passed out due to low blood glucose. Customer stated that numbers were not ramping on their own. Customer states the scroll bar is not moving with no input. The customer was not recalls insulin dripping or squirting from end of set before connecting at their site. Customer reported pump was not worn during a medical procedure. Troubleshooting was done for low blood glucose and under delivery. The customer was wearing the insulin pump during the hospitalization. Based on customer report customer does not allege was under delivering. The insulin pump will be returned for analysis.